Event description:
Pt presented with pain and a recurrent hernia. Mesh was explanted as part of the repair for the recurrence. Surgeon stated he did not feel the pt's problems were mesh related.

Manufacturer narrative:
The subject prod was decontaminated. The patch was visually and manually examined by feeling around the recoil ring pocket and flexing the inner patch area to see if there were any holes or tears in the eptfe side of the patch. There were no breaks or ring protrusions noticed in or around the ring pocket and there were no holes or tears observed in the eptfe layer of the patch. Due to heavy tissue ingrowth into the mesh side of the patch we were unable visualize or manually detect any mesh related defects. However, heavy tissue ingrowth into the mesh would tend to indicate that this layer of the patch was functioning as designed. Currently, it is unk whether or not the device may have caused or contributed to the event. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a f/u report when/if add'l info becomes available.